Event description:
The customer reported that a filament regulator error message was displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver circuit board was replaced and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.